Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and her insulin pump was not working for several weeks. Customer also stated that, insulin pump had no delivery alarm which was resolved by changing complete set of reservoir and infusion. Customer reported that, the alarm did not occur during manual prime. Customer did not want to troubleshoot for the high blood glucose. The insulin pump will not be returned for analysis.